Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with bubbled downstream occlusion sensor seal. Event history log review was performed and found evidence of reported problem. Visual inspection power up self-test failed but run motor functional testing in mu passed. Investigation could not repeat, or duplicate customer reported problem. However, error code 41541 was found in device ehl. According to the investigation latch /lock optic flex sensor will be replace for preventive measure. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump exhibited error code 41541. The product fault did not occur during patient use. There was no patient involvement.